Event description:
A ventilator was returned to a third-party service center for service, due to a report of maintenance required after new firmware. There was no harm or injury reported. During the evaluation of the device at third-party service center, a vent service required code of evt_internal_batt_failed (internal li-ion battery is reporting a permanent failure) was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. Also, during review of the ventilator's downloaded error log, a ventilator inoperative error code related to the therapy cpu, evt_tpy_held_in_bm (therapy cpu is still running in boot monitor software) was found and an error code related to the power, evt_power_vbus_dropped (v_bus dropped below 8.000v/all power sources depleted/fault in last power source/power path circuit fault) was found. The system board was replaced to address these two issues. Additionally, during the review of ventilator's downloaded error log, an error code related to the detachable battery, evt_detach_batt_failed (detachable li-ion battery is reporting a permanent failure), was found. The detachable battery was replaced to address the issue. A detachable battery is an accessory to the ventilator. A failure of a detachable battery would not affect the operation of the device if a detachable battery were to fail. The ventilator would continue to operate to design specification and would operate on its internal battery in the event of a loss of ac power or if the device is disconnected from an ac power source. The ventilator would alarm to alert the caregiver of a failure of the detachable battery and continue to operate on internal battery power in the absence of an ac power source. The ventilator is designed to alarm at designated intervals to alert the caregiver as internal battery power is depleting. The ventilator's internal battery is designed as a safeguard to ensure the device will operate to design specification in the event of an ac or external dc power source failure. Also, the vanity cover was found to be damaged and was replaced. These two issues are not considered reportable malfunctions.